Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reading inaccurately high. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2020. The patient alleged obtaining a blood glucose reading of ¿135 mg/dl¿ with the subject device which she believed to be inaccurately high. The patient manages her diabetes with insulin (novolin) and advised that in response to the result obtained, she took an unspecified dose of novolin. The patient advised that an unspecified time after administering insulin, she felt ¿weak¿ and then ¿passed out.¿ the patient reported that her nursing aid administered IV glucose and called an ambulance. On arrival, the paramedics reportedly treated the patient with glucose gel following a blood glucose reading of ¿33 mg/dl¿ on their device. The patient reported that by the time she regained consciousness, she was in the emergency room (ER); it is not known if any further treatment was administered to the patient whilst in the ER. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr noted that the patient did not have control solution available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and received treatment from healthcare professionals for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose reading obtained on the subject device.